Event description:
It was reported that during a spinal cord stimulator (scs) 7 day trial, the patient had a problem with the stimulator that caused new pain and weakness in both the patient¿s feet and legs. It was installed on 2015-(B)(6) and the symptoms had not resolved. The defective scs trial worsened symptoms and caused permanent damage. The patient had tried to get in touch with the clinical specialist but she had not been available. The patient wanted to know what to expect with these symptoms and how long it would take for these symptoms to go away. Additionally, after the trial system was implanted, the scs failed to work properly and he felt a couple of strong discharges and experienced more pain not only in his lower back but also in his legs along with weakness and some incontinence symptoms. The second episode on the third day was devastating as the patient lost control of his bladder and urge sensation of bowel plus the very strong middle back pain. The patient had asked a manufacturing representative (rep) the day before about the messages received on the stimulator, and the rep said it was ok and was instructed to replace the batteries. The issues continued and sunday night the patient had more messages but could not find the rep so he went to the emergency room (ER). They wouldn¿t touch the scs and was asked to wait until pain management opened later that day. The rep was there and wanted to keep using the scs, which the patient refused. The system was explanted after two days due to the bad symptoms and the symptoms persisted. He had multiple tests, but it was too late, the damage was done already. His physician indicated that his symptoms would improve with time. The stimulator also stopped working a couple of times, and restarted by itself very strongly. His hcp was treating him for the pain and incontinence and the hcp did not want to deal with the stimulator. The hcp could not do anything else but treat the incontinence and tried an epidural injection to hopefully ease the symptoms, but that did not work. The issues were caused by the faulty scs, not the installation. It was noted that the patient still had concerns regarding his device or therapy. An appointment was scheduled for 2015-(B)(6). The patient noted that he was working with his doctor or manufacturing representative (rep) but also noted that he had not sought further help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, serial# unknown, product type: lead, (B)(4).